Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material inside the air/water channel, foreign material inside air/water cylinder, and foreign material inside the auxiliary water channel were confirmed. It was not possible to identify the foreign matter. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions. There was no physical damage at the places where the foreign material remained in the device. Hence; a definitive root cause cannot be determined. The distal cover was not burnt, the sentence "due to burn on the distal end cover", is a placeholder statement to report that the distal cover end failed the insulation test. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water cylinder, jet-tube, and air/water-tube each had foreign objects, and plastic distal end cover had a burn. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.